Event description:
Gloves in box stick together. Each attempt to remove 1 glove ends up with gloves falling out on the floor or a hand full of gloves being removed from the box. This has led to a big waste of gloves. Gloves while performing care. That in addition to the gloves being fused, all the size boxes have gloves that repeated fall out of box onto the floor when trying to pull one out (not fused). It seems the hole is quite large, and because the boxes are in dispensers on the walls they are lying on their side. Likely a contributing factor.